Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed as the disposable set was not returned for evaluation. Manufacturing records for the disposable set lot were not reviewed as the lot number was not provided. Based on the information gathered during baxter's investigation, the root cause of the reported condition was not determined. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Similar reports have been received for the reported condition. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check heater line alarm, that occurred on the homechoice (hc) during fill 1. The baxter technical service representative (tsr) assisted the hp to pull the lines up and down, turn the bags over and check for kinks in the tubing. The hp reported air bubbles in the heater bag and the line. The tsr assisted the hp to end the therapy and start over using new supplies. On (B)(6) 2011, product surveillance spoke with the hp who stated that she followed up with the registered nurse (rn) immediately. No adverse event resulted from this incident. The hp confirmed there have been no further issues and therapy was going well.